Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the bed was drifting and the scale was inaccurate. Customer reported that there was no patient involvement or adverse consequences to report.